Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the camber tube is coming out of the housing.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was unable to be tested due to no test equipment, so the original complaint issue was not able to be confirmed.

Event description:
The dealer stated that the camber tube is coming out of the housing.